Manufacturer narrative:
Date sent to the FDA: 02/24/2020. Additional information: h6 a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: one empty labeled winding former of product was returned for analysis. As no needle or suture were returned for evaluation, we are unable to investigate further.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG on an unknown date and suture was used. During the procedure, the needle and suture separated from the swag point after 2 to 3 bites taken. The procedure was completed successfully. There were no adverse patient consequences reported. No additional information was provided.